Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channel error 240.4150 for pump module s/n (B)(6) and channel error 241.4140 for pump module s/n (B)(6) was confirmed through log review and laboratory testing. The inspection process did not find any issues or anomalies with the suspect pump modules that may have been a contributing factor for the occurrence of a channel error. All inspected parts were manufactured by bd. Pump module s/n (B)(6): on 23 december 2025 at 8:20 am, pump module was selected and programmed an infusion with a rate of 15ml/h and volume to be infused (vtbi) of 60ml. The infusion was started. Device alarmed for ¿air in line¿ three (3) times and each time infusion was restarted. At 8:28 am, pump module alarmed for error code 240.4150.0 and channel was powered off. No further infusions or errors associated with the reported incident were noted on the pump module. Testing process identified defective bottle side pressure sensor. The defective bottle side pressure sensor was temporarily replaced with a known good pressure sensor for testing purposes only. With the known good pressure sensor temporarily installed, the source pump module was attached to the pcu. A test administration set was loaded into the pump module. The pump module was selected and programmed for a ¿basic¿ infusion at a rate of 500ml/hr and a vtbi of 1000ml. The infusion was completed with no errors or malfunctions. Pump module s/n (B)(6): on 22 december 2025 at 11:59 pm, pump module was selected and programmed an infusion with a rate of 5ml/h and vtbi of 100ml. The infusion was started. On 23 december 2025 at 1:37 am, pump module alarmed for error code 241.4140.0 and channel was powered off. No further infusions or errors associated with the reported incident were noted on the pump module. Testing process identified defective bottle side pressure sensor and out of specification patient side pressure sensor. The defective bottle and patient side pressure sensors were temporarily replaced with a known good pressure sensors for testing purposes only. With the known good pressure sensor temporarily installed, the source pump module was attached to the pcu. A test administration set was loaded into the pump module. The pump module was selected and programmed for a ¿basic¿ infusion at a rate of 500ml/hr and a vtbi of 1000ml. The infusion was completed with no errors or malfunctions. Alaris system user manual (v12.1.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The bd alaris® pump module pressure sensor tip sheet cautions to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel errors has been confirmed to be defective pressure sensors. For pump module s/n (B)(6), the bottle side pressure sensor was replaced temporarily with a known good sensor. After performing the asm analog sensor task, the bottle side pressure reading was verified to be within specification, confirming that the original pressure sensor was defective. For pump module s/n (B)(6) , both pressure sensors were temporarily replaced with known good sensors. The asm analog sensor task was then performed, and both pressure readings were verified to be within specification, confirming that the original pressure sensors were defective. Note that this report lists imdrf annex a0401, a0404, c07, c070606, d15, d02, g02017, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two large volume pump (lvp) modules experienced channel errors. One lvp with ivf randomly alarmed for channel error and the other lvp that was infusing propofol alarmed for channel error as well. When the first lvp alarmed, it was moved onto a different pcu and the lvp was exchanged. When the second lvp alarmed for channel error, the entire lvp/pcu set up was exchanged, and the customer did not receive any alarms since then. The two infusions were dobutamine at 5mcg/kb/min, vaso at 0.04u/hr and norad at 0.16mcg/kg/min. There was patient involvement but no harm. One lvp sn (B)(6) had code 240.4150.0 while the other lvp sn (B)(6)- code 241.4140. The customer had the following questions: could you kindly advise on the root cause of this issue, noting that this has been an ongoing failure with many devices? Also, could you provide more details about the sensor pressure datasheet. Also, why span life can be reduced in infusion pumps (e.g. Fluid ingress, repeated pressure cycling, mechanical stress, etc) long-term stability of the sensor: 1000hours for the sensor - tentative years.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two large volume pump (lvp) modules experienced channel errors. One lvp with ivf randomly alarmed for channel error and the other lvp that was infusing propofol alarmed for channel error as well. When the first lvp alarmed, it was moved onto a different pcu and the lvp was exchanged. When the second lvp alarmed for channel error, the entire lvp/pcu set up was exchanged, and the customer did not receive any alarms since then. The two infusions were dobutamine at 5mcg/kb/min, vaso at 0.04u/hr and norad at 0.16mcg/kg/min. There was patient involvement but no harm. One lvp sn (B)(6) had code 240.4150.0 while the other lvp sn (B)(6) - code 241.4140. The customer had the following questions: could you kindly advise on the root cause of this issue, noting that this has been an ongoing failure with many devices? Also, could you provide more details about the sensor pressure datasheet. Also, why span life can be reduced in infusion pumps (e.g. Fluid ingress, repeated pressure cycling, mechanical stress, etc) long-term stability of the sensor: 1000hours for the sensor - tentative years